Manufacturer narrative:
The insulin pump was received with no unexpected battery out limit alarms or blank display noted. All operating currents are within specification. The insulin pump functioned properly; and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or delivery anomaly noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call motor error alarm, battery out limit alarm, no delivery alarm, motor anomaly and high blood glucose levels. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer's father advised they received this alarm a few times and it's causing high blood glucose levels. Customer resolved the issue by changing out the complete set. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error three times in the last 30 days. Customer performed and passed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.